Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had exhibited beeping. Technical services (ts) consultant explained that ICD beeping pattern is 16 times every 6 hours. Patient stated the tones have been beeping 5 times and asked if it is possible that the communicator not connecting is related to the beeping tones. Ts confirmed and referred the patient to their respective physician. Subsequently, this device was reported to be operating in safety mode. Moreover, it was explanted and replaced. This product has not been returned for analysis. No additional adverse patient effects were reported.